Manufacturer narrative:
Based on the information provided by the patient and the investigation conducted, there is evidence that supports the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a bite issue which the customer stated possibly will result in teeth extractions.

Event description:
The customer reported a severe anterior open bite while wearing the aligners. Aligner treatment was not discontinued. The customer stated that extractions might be required to fix the open bite. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).